Event description:
It was reported that the customer's insulin pump was cracked with pieces of the casing missing. The customer's blood glucose level was 121 mg/dl. Standard troubleshooting was performed. The customer stated the damage could have been caused by the insulin pump's compartments being over tightened over the years. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip and battery tube threads. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corners, cracked reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.